Event description:
According to the event description: on (B)(6) 2024, a patient was prescribed a 10 milliliter per kilogram (ml/kg) bolus of normal saline. The staff set up the pump and added the weight 41 kilograms (kg), entered for bolus to be given over 30 minutes. When pump alarmed to alert that infusion was complete, the staff took the bag down but noted that the bag still looked quite full, they measured the remaining fluid in the bag and there was still 400 milliliters (mls) left, meaning the child only received 100mls instead of 410mls. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, in general information: complaint: (B)(4). Information to the sample: model: infusomat space, article number: 8713050, serial number/batch: (B)(6), software version: n030004, hours of operation: 30787, further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from (B)(6) 2024 were investigated. A space line was selected and the infusion started with a rate of 840ml/h and a volume of 420ml about 30 minutes. The pre-alarm "vtbi near end" occurred and 30 minutes after start the infusion, the volume was reached. At this time, 420ml was infused. The line was extracted. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and was slightly dirty. No damages was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,02%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. It could be found liquid residues on the lower housing, the bottom inner frame and the emc protection shield. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.